Event description:
On (B) (6) 2008, the patient reported that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. Due to this, the remaining less than 10 units of insulin that was in the cartridge spilled into the cartridge chamber. The patient was able to detach the plunger from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the patient. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.